Manufacturer narrative:
An event regarding malposition, disassociation & altr involving a trident ii shell was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated the shell has damage consistent with explanation. Material analysis, functional and dimensional inspections could not be performed as given the time spent implanted and explantation, any assessment would be an inaccurate representation of when the device was manufactured. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to pain. Intra-op: black tissue in the patient. Black material on the mdm metal liner on the side that faces the shell. The mdm liner was loose inside the shell. One of the three screws in the shell was sitting proud, surgeon reported this was the likely cause of the liner being loose. Visual inspection of the returned device indicated the shell has damage consistent with explanation. Additional information including operative reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
No new information.

Event description:
It was reported that the patient's left hip was revised after patient complaint of pain. The following were observed or reported by the surgeon intra-op: black tissue in the patient. Black material on the mdm metal liner on the side that faces the shell. The mdm liner was loose inside the shell. One of the three screws in the shell was sitting proud, surgeon reported this was the likely cause of the liner being loose. The screw did not appear to be cross-threaded or worn. The bone graft behind the shell had not fully incorporated into the acetabulum, cause the shell to not be optimally seated. The shell, screws, mdm metal liner, adm/ mdm poly insert, and femoral head were revised to a multihole shell with augments and screws, a poly liner, and a 40mm femoral head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.